Event description:
The lens was explanted due to opacification.

Manufacturer narrative:
This lens is sold in the USA under model: ao60g. Evaluation results: at the visual examination, the lens appears clear.